Event description:
It was reported that during the procedure the fiber broke outside of the patients body. A second fiber was used to complete the procedure without any clinical consequences to the patient.

Event description:
It was reported that during the procedure the fiber broke outside of the patients body. A second fiber was used to complete the procedure without any clinical consequences to the patient.

Event description:
It was reported that during the procedure the fiber broke outside of the patients body. A second fiber was used to complete the procedure without any clinical consequences to the patient.